Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the tip of the impactor fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of repeated use. The handle of the device has nicks, scratches and gouging. The strike plate has some gouging as well. The poly impactor tip has fractured and all the pieces have returned. There are some gouges on the impactor tip as well. The device has a possible field age of 8+ years. The features of the fracture surface visually align with a bending overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.